Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-may-16. It was reported that as an action/intervention to the low battery reset and safe state, the patient was supported with parenteral meds and the pump was replaced on (B)(6) 2017. The issue was resolved and the pump was removed from the patient's body and was disposed of per the hospitals policy. No further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient who was receiving an unknown drug (unknown dose and concen tration) via an implantable pump for non-malignant pain, spinal pain and failed back surgery syndrome. The consumer did not know all the drugs used but stated one of the drugs in the pump was fentanyl. The pump stopped in may when they were expecting it to last until february, the pump only lasted 5yrs and they should have been told sooner to have it replaced. The patient was at the emergency room at the time and it took them a while to determine what the problem was, the patient was getting involuntary spasms in the middle of the night and was in excruciating pain and was on a morphine drip. The pump was then checked by managing hcp and it was determined that the pump had stopped. The consumer did not know the reason why the pump stopped and stated that the pumps don't last that long. The consumer was to follow-up with the health care professional. No further complications were anticipated/reported

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug of an unknown concentration at an unknown dose via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that he pump was in safe state and low battery reset occurred on (B)(6) 2017. No symptoms were reported.